Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump received error alarms. The customer reported that the blood glucose was 9.2 mmol/l at the time of incident. Troubleshooting was performed. The customer was advised to disconnect from the insulin pump. The customer reported that the insulin pump was unable to rewind. The insulin pump will be return for analysis.